Event description:
A lifescan rep was informed on 5/28/98 that a user facility obtained 'er1' on their surestep meters. As reported on 5/29/98, the pt, an undiagnosed diabetic was "not feeling very well" at 6/a on 1/15. (A blood glucose result the night prior to the alleged event was in the "20's", no exact value known, no treatment info provided). Pt was tested with the three surestep meters with results of "er1" each time. Because pt was looking poorly, the nurse sent the pt to acute care were at 8/a, a blood reading of 54 mmol/l was obtained. Treatment while in acute care is unk. It was reported that prior to transfer to acute care, the pt's physician in charge had not diagnosed the pt with diabetes, but with a urinary tract infection for which dr prescribed antibiotics. Pt was subsequently diagnosed with diabetes and released from the hospital on 2/9/98 with a daily insulin regimen of 10u regular and 24u "nph" once per day.